Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The tissue pad was worn since the user continued to activate output without grasping tissue (including after the tissue already cut). The probe was cracked when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the grasping section, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a breast tumorectomy, two subject devices were used. After thirty minutes of use, the probe damage error occurred in the first device. The probe of the first device fell off outside the patient. The physician continued the procedure with the second device of the same model. The probe damage error occurred in the second device. The procedure was completed with the different device. There was no patient injury reported. This report describes the probe breakage of the first device.